Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a concentric lesion in the heavily tortuous distal left anterior descending (lad) artery. The 2.5x28mm xience xpedition stent delivery system (sds) failed to cross the lesion reportedly due to the patient's anatomy. Force was applied against resistance, and the proximal shaft of the sds separated. As the separated portion was outside the body, the device was simply withdrawn without issue. There were no reported adverse patient sequela and no reported clinically significant delay in the procedure. Another 2.5x28mm xience xpedition sds was successfully used to complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4) - excessive force. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.